Manufacturer narrative:
Product analysis: at analysis the stated reason for return that the battery clip/button was broken was confirmed, the release button battery compartment was not working. It was additionally noted that there was a scratch mark on the display. The lower case was reassembled and the device then passed its battery release button functioning test and all tests, with no visual or electrical anomalies. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was returned for corrective maintenance/repair. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.